Event description:
It was reported that a dermatome was found damaged during service evaluation, including damaged width plates (1 inch, 3 inch, and 4 inch) and a worn reciprocation arm. The condition was identified during inspection, not during surgery. There was no patient involvement. Diligence is complete

Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). D10: unknown 1" widthplate serial number-unknown, unknown 3" widthplate serial number-unknown, unknown 4" widthplate serial number-unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.